Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nr884m - enduro meniscal component f2 18mm. According to the complaint description, the patient had an implantation performed in 2022. The patient presented to the hospital with suspicion of breakage of the rotation axis. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event / malfunction is filed under aesculap ag reference no. (B)(4). Involved components: nb012k - enduro tibial comp.offset cemented t2 (internal aesculap ag ref. No. (B)(4). Nb015k - enduro femoral component cemented f2l (internal aesculap ag ref. No. (B)(4). Nr400k - nut f/femur extens.stem all sizes neutr. (Internal aesculap ag ref. No. (B)(4). Nr174k - tibia offset stem d14x92mm cementless (internal aesculap ag ref. No. (B)(4). Nr506k - femur extens.stem 7° d16x117mm cem.less (internal aesculap ag ref. No. (B)(4). Nr860k - enduro locking nut f/rotation axis (internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the femoral -as well as the tibial component exhibits bone cement residues on nearly the whole intended area. The bone cement shows traces of integration to cancellous bone. The stem for the femoral -as well as the tibial component is still firmly fixed. The enduro hinge ring shows little signs of hyperextension. During the product investigation/ take a closer look at the products it could be determined that the rotation axis has fractured below the taper, directly below the screw thread. The taper of the rotation axis shows visible material abrasions/imprints on the surface. The rotation axis locking nut is still fixed on the thread (broken part of the axis). The breakage surface of the proximal part of the axis shows little signs of so-called arrest lines which are typical for a dynamic fatigue fracture. Furthermore especially the larger distal fragment exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. The gliding surface of the meniscal component shows only little visible wear marks. The locking ring as well as the bearing for rotation axis show no signs of unusual damages. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to specifications valid at the time of production. There are no similar complaints against the same lot number(s). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the information available, without more detailed information about the patient and the prevailing circumstances, it is not possible to determine a definitive root cause for the rotation axis breakage. There are no hints for a material or manufacturing problem. According to the quality standard and device history files a material defect and production error was not found. As an informational note it can be mentioned that the visible damages/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example: · disturbance in coordination · underlying disease · missing muscular guidance of the leg · hyperextension led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Based upon the investigation results, a CAPA is not required.